Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a pulse generator implant procedure. During the procedure, the right ventricular lead was positioned and was tested on the pacing system analyzer. The lead exhibited high capture threshold and high pacing impedance and was not implanted. The patient was asymptomatic during the event and experienced no complications from the procedure.

Manufacturer narrative:
The reported event of high capture threshold and high lead impedance were not confirmed. Final analysis was normal. No anomalies were found.